Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code that indicated the battery was depleting. Premature battery depletion was suspected. It was further noted that the shock impedance was slightly high at 140 ohms. Technical services (ts) was consulted and discussed possible reasons and options. A replacement procedure was performed. During the procedure the physician opted to re-tunnel the electrode with a new electrode. Subsequently the existing electrode was cut during explant and removed. It was noted there was no removal difficulty of the electrode, this physician chose to cut the electrode for his own comfort. The s-ICD was successfully explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code that indicated the battery was depleting. Premature battery depletion was suspected. It was further noted that the shock impedance was slightly high at 140 ohms. Technical services (ts) was consulted and discussed possible reasons and options. A replacement procedure was performed. During the procedure the physician opted to re-tunnel the electrode with a new electrode. Subsequently the existing electrode was cut during explant and removed. It was noted there was no removal difficulty of the electrode, this physician chose to cut the electrode for his own comfort. The s-ICD was successfully explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned severed at approximately 293 mm from the terminal end. Only the proximal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity of the returned portion. Measurements throughout these tests were within normal limits. An x-ray was performed and no issues were noted on the segment returned. Based upon the analysis of the returned segment, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.